Event description:
The customer reported non-reproducible troponin I (access accutni) result, above the normal reference range, for one patient, involving the access accutni assay used in conjunction with access 2 immunoassay system and access accutni calibrator. An initial result of 0.47 ng/ml was obtained and released out of the laboratory. The patient was admitted to the hospital due to the elevated result and other reasons, which the customer did not specify. It is unknown if any other treatment was given to the patient. There has been no report of current patient outcome supplied by the customer. A second sample was collected from the patient a few hours after and generated a result of 0.01 ng/ml from the same instrument. The original sample was retested on the same instrument and recovered a lower result of 0.01 ng/ml, within the normal reference range. The patient¿s sample was centrifuged at 4,500 rpm (rotations per minute) for four minutes. No sample quality issues were noted, and the sample appeared clean as reported by the customer. Quality control (qc) was within specifications and system checks passed within the acceptable range. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication the alleged access accutni device was returned for evaluation. The field service engineer (fse) verified alignments, mixer speed and vacuum. The fse adjusted the ultrasonics and performed a passing high sensitivity system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.